Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the infection is undetermined. Infections have many causes and treatments. Each infection is addressed individually and taken very seriously by both the attending surgeon and sign surgeons at sign headquarters. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The risk associated was evaluated during the risk management process and was deemed an acceptable level of risk to the patient. (B)(4) continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(6) 2018, that a sign nail implanted on to repair a fracture, had to be removed due to infection. Surgeon comment: "pt vague as to how long draining. With one screw having fallen out distally and one loose, I felt was not stable setting anymore. Therefore converted to ext. Fix after nail removal. If had been stable, would have treated with antibiotics. Was draining at all surgical sites."